Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the product does not have enough force to make the cut. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d4, d9, g6, g3, h1, h2, h3, h4, h6, h10 review of the most recent repair record determined the unit was confirmed to not be cutting properly. The motor speed was unstable, the power cord was damaged, and the unit was out of calibration. The motor, shaft bearings, sleeve bearings, plug harness assembly, machined head, pin, reciprocating arm, lever, pins, and spring were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.